Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the "rubber tip" on the pump is broken and there was insulin leaking out of the cartridge compartment, and that the patient was in the ER for diabetic ketoacidosis. The reporter was unable to provide additional information at the time of initial contact. Customer technical support (cts) determined that the "rubber tip" that the reporter was referring to is likely the cartridge cap. Cts attempted to follow up with the reporter to obtain additional information and complete troubleshooting, without success. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia potentially related to a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.